Event description:
It was reported that the patient right ventricular (rv) lead was explanted for unknown reason. The rv lead was replaced with the new lead on (B)(6) 2022. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient's right ventricular (rv) lead presented with high capture due to dislodgement. The physician attempted to revise the rv lead in a procedure on (B)(6) 2022, however the lead helix would not retract so the lead was explanted and replaced within the same operation. Post-procedure there were no patient consequences.